Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). A visual examination of the returned capio slim revealed that the cage is damaged. Functional inspection revealed that the carrier remained stuck in the cage and due to this condition it does not retract. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vault suspension procedure on (B)(6) 2016. According to the complainant, during the procedure, the capio device failed to catch the needle. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been reportable based on the investigation result: the carrier does not retract.